Event description:
It was reported that the right ventricular lead was undersensing and had thresholds that were high or unmeasurable or unstable. The lead was explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary : (B)(4): the full lead was returned and analyzed with no anomalies found. There was blood/body fluid (not obstructed) on the proximal conductor and the proximal conductor, all insulators, and the outer insulation was melted. The outer insulation had pulled apart from overstress, had a cosmetic environmental stress crack, a breached cut, and a cosmetic depression. The lead was stretched and had apparent explant damage.